Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer liner standard 3.5 mm offset 36 mm i.d. Cat#00630506036 lot#63855908. Zimmer bioloxa delta, ceramic femoral head, m, 36/0, taper 12/14 cat#00877503602 lot#2924388. Zimmer modular neck c 12/14 neck taper cat#00784803300 lot#62141311. Zimmer kinectiv stem 13.5 cat#00771301300 lot 63759142. Zimmer screw 6.5x25mm cat#00625006525 lot 63948927. Zimmer screw 6.5x35mm cat#00625006535 lot 63863307. Zimmer shell porous with cluster holes 60 mm cat#00620206022 lot#63748910. Reported event was confirmed with medical records provided. Review of the medical records demonstrate the following: the patient underwent a revision procedure due to severe pain, elevated esr and sed rate following a fall. It is unknown what caused the fall. During the revision no fluid was encountered, slightly friable synovial lining tissue but no obvious infection, no components were damaged, and the acetabular component was loose. It was noted the granular type lining of the acetabulum was consistent with loosening of the cup and consistent with the lining of the synovium that was present in the joint as well. Shallow acetabulum noted and extensive irrigation was performed. The stem was well fixed and left intact, the head neck and liner were replaced without complication. Xrays were provided however they were not sent for review as the operative notes clearly indicated the complication. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01903. 0002648920 - 2020 - 00341.

Event description:
It was reported patient underwent initial left total hip arthroplasty two years ago. Subsequently, the patient was revised due to severe pain and elevated esr and sed rate following a fall. It was noted prior to the revision, the patient had a possible infection but during the revision, that was ruled out. The acetabular shell was loose with friable synovial tissue peripherally. The stem was well-fixed and left in place while all other components were replaced without complication or significant findings. No further event information is available at the time of this report.